Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx partially covered stent was implanted to treat a 4cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed successfully; however, upon removal of the delivery system, it was noted that the delivery system was difficult to remove and the sheath buckled. After several attempts, the physician was able to remove the delivery system. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. Note: a photo of the complaint device after the procedure was provided by the complainant and shows the sheath was buckled.

Manufacturer narrative:
Block h6: device problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer clear sheath was accordioned. The outer diameter (od) of the delivery system was measured and was found to be within specification. No other issues were noted to the device. The reported event of sheath buckled material was confirmed; however, the reported event of delivery system difficult to remove was not confirmed as it is not possible to replicate in the laboratory of analysis and the failure reported occured during the procedure. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that the interaction of the device with the scope, the techniques used by the user and/or the anatomy of the patient, limited the performance of the device and contributed to the damage on the delivery system and caused difficulty in removing the delivery system. It is likely that the physician felt resistance and used force, resulting in the buckled delivery system and subsequently the delivery system was difficult to remove. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2020 that a wallflex biliary rx partially covered stent was implanted to treat a 4cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed successfully; however, upon removal of the delivery system, it was noted that the delivery system was difficult to remove and the sheath buckled. After several attempts, the physician was able to remove the delivery system. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. Note: a photo of the complaint device after the procedure was provided by the complainant and shows the sheath was buckled.